Manufacturer narrative:
.

Event description:
The (B)(6) intern indicated they tested a patient on the coaguchek xs meter with serial number (B)(4) and the initial result was 5.1 inr at 11:43 a.m. It was noted that she had to squeeze the patient's finger excessively to get this result. She retested the patient on a different finger on a different hand and obtained a result of 3.1 inr at 11:49 a.m. She did not have to squeeze the finger excessively for this result. The result of 3.1 inr was believed to be correct. It was noted that the patient's coumadin dose was changed based on the result of 3.1 inr. The patient was taking 5 mg every day. The patient was instructed to take 2.5 mg on fridays. The patient's therapeutic range is 2.0-3.0 inr. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. No adverse event occurred. The patient is in stable condition. The suspect product was requested for return and replacements were sent. Relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The meter was returned for investigation. Test strips were not returned. The returned meter and master lot strips was tested in comparison to a retention meter & master lot strips. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The complaint has not been substantiated.

Manufacturer narrative:
During a review of the returned coaguchek xs meter with serial number (B)(4), there was no result of 5.1 inr as alleged in the initial complaint.